Manufacturer narrative:
(B)(4). Device history records were reviewed and no deviations or anomalies were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient's tibial component was revised due to pain.

Manufacturer narrative:
Upon receipt of additional information, it was determined this report is a duplicate of MFR 0001822565-2015-01140. This report was submitted in error and should be voided.